Event description:
The customer contact reported a tubing separation. The monitoring kit was being used to deliver an unspecified solution. It was reported that after an unspecified length of time in use, the tubing separated from the female adapter. The distal stopcock was turned to the off position. The customer contact reported an unspecified amount of blood was lost. There were no reported adverse pt effects. The monitoring kit was replaced and therapy was resumed. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. The investigation is not complete.